Event description:
Per oos, this lead was explanted because both leads became dislodged. The physician chose to replace the leads with new biotronik leads, instead of repositioning them. Setrox s 53, MDR 1028232-2009-00620.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.